Event description:
It was reported by the rep that the device was used during a colon resection. It was reported the device would not fire. The firing knob would not advance. There was no consequence to the pt.